Event description:
It was reported that a surgery was performed to remove the spectra penile prosthesis due to an unspecified reason. A 600m penile prosthesis was implanted to complete the procedure. There were no patient complications reported as a result of this event.